Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a fever four days post implantable pulse generator (ipg) system implant. Sepsis or pyelonephritis are suspected to be the cause. A pacing failure was noted on the right ventricular (rv) lead. A chest x-ray confirmed that the lead pulled back and encountered loss of slack the lead was reprogrammed and remains in use. A plan to revise the lead is scheduled once the patient's fever has been treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no infection occurred. There was no identified issue with the implantable pulse generator (ipg) and the right atrial (ra) lead. No patient complications have been reported as a result of this event.